Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving a lower sensor reading with symptoms described as nausea and fever. The customer had contact with a healthcare provider and reported a sensor reading of 175 mg/dl when compared to result of 335 mg/dl obtained from a healthcare meter. The customer required administration of intravenous rapid insulin (dosage unknown) for treatment of a diagnosis of diabetic ketoacidosis. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving a lower sensor reading with symptoms described as nausea and fever. The customer had contact with a healthcare provider and reported a sensor reading of 175 mg/dl when compared to result of 335 mg/dl obtained from a healthcare meter. The customer required administration of intravenous rapid insulin (dosage unknown) for treatment of a diagnosis of diabetic ketoacidosis. No further treatment was indicated. There was no report of death or permanent injury associated with this event.